Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch#: t5al29 . Additional information received: just for clarification, the issue with the device occurred after the surgical procedure was converted from an exploratory laparoscopy to a laparotomy correct? When the staple line showed questionable integrity, were there staples missing from the staple line? Or were staples not completely formed in a b-form shape (malformed)? I was not present during the case, and was not provided with that information. It was only reported that the staples showed questionable integrity. Investigation summary: the analysis results showed that the tx30b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. Event could not be confirmed as no cartridge was returned for analysis. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an exploratory laparoscopy converted to a laparotomy, it was stated that once converted they recognized the bowel had perforated, so they used the stapler to close the perforation. The staple line showed questionable integrity so the surgeon oversewed the staple line to successfully complete the procedure. There were no patient consequences.